Event description:
Pt status post pro disc-c implantation. An x-ray revealed the end plates migrated to an incorrect position with possible osteolysis of the superior end plate. Hardware was removed, and revised to acf with allograft and a small stature plate.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. The investigation could not be performed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.